Event description:
Despite an increasing and markedly elevated potassium, the potassium pill that was on the computerized medication administration nursing task list was administered to the patient, causing further increase in serum potassium levels. The clinical decision support is dumb. The lab data is unknown by the nursing staff because it does not come to them, but rather, goes directly in to the mdds lab section. The nurses, likewise, do not know that a potassium level was ordered and obtained and analyzed, as the information available to them is in separate non-contiguous silos. The work flow of care does not compensate for the impediments of the ehr and mdds.